Event description:
The reporter states that the lancet did not retract back into the cap of the accu-chek softclix plus lancet device before and after firing. The customer was unsure if she used accu-chek softclix lancets or generic lancets during the event. No reported action taken or treatment given based on the lancet device issue. New lancet device with lancets sent and return requested.